Event description:
The removable IV pole lifted out of the IV socket due to the pole being used as a push/pull device resulting in a laceration to a bystander. This event was not a result of failure, malfunction, improper or inadequate design, manufacture or labeling; the unit met and performed to specifications. The bystander refused medical treatment.